Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified, proximal, coronary artery, the xience xpedition stent delivery system (sds) met anatomical resistance while being advanced. The stent implant struts became flared and the stent became unstable on the balloon. The sds, including the stent were removed from the anatomy. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis with a longitudinal tear 15mm distal to the proximal balloon marker for a length of 11mm. There was a longitudinal tear in the inner member 15mm distal to the proximal balloon marker for a length of 3mm. The reported material deformation was able to be confirmed. The reported unstable stent was able to be confirmed as the stent was dislodged. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A conclusive cause for the noted tears in the balloon and inner member cannot be determined as the account does not remember any additional details. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.